Manufacturer narrative:
Evaluation summary: the reported condition was confirmed. Inspection of the device found that the air in line printed circuit board was out of calibration.

Event description:
During pump evaluation, failure code 810:04 was found in the pump's event history. It is unk if there was any pt injury or medical intervention necessary. No add'l info is available.